Event description:
A discrepant immuno globulin m (igm) result for one pt was generated on an advia chemistry system. The result was reported out but was questioned by the clinician who expected a much higher result. Upon rerun with a diluted sample, the expected result was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discrepant igm results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service rep (fse) was dispatched to the account. Analysis of the instrument indicated that the instrument is performing within specifications. The customer agreed that this discordant result was due to a single interference of unk origin. No further eval of the device is required.